Event description:
It was reported that the controller battery just died on saturday. Pt stated that they had been having a little trouble with the button on the top of the controller sticking which started approximately a month ago. Pt stated that they just had a controller replaced about a year after the implantable neurostimulator (ins) was implanted because of the button as well. Pt stated that the controller was now dead and nothing was on the screen. Pt stated that they plugged the controller into the power supply for a couple hours, however still nothing. Patient services (pss) was going to have the pt connect the controller to the ac power supply without the battery pack inserted to see if the controller would power on and then see if the green light would start flashing above the screen after reinserting the battery pack, however pt was driving and only had the controller with them, so pss was unable to perform further troubleshooting. The pt then called back with controller for troubleshooting. Pt plugged controller in to ac power without li battery and reported the screen did not turn on. Green light was on ac power supply, no damage to ac power supply plug, and still nothing came on the screen with aa batteries. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the device, model # 97745, s/n (B)(6), revealed broken stim button bosses, damaged case back, and main programmer controller board failed tests. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.